Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The device evaluation results are still pending. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility initially reported that during a total laparoscopic hysterectomy procedure, the screen of the visera elite ii video system center became grainy and displayed error code e216 (scope communication error). There were later discussions in which the user facility indicated there may have been an error code e226, which is also a scope communication error. Another similar device was used to successfully complete the procedure. There was no patient impact. There was no harm or user injury reported due to the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Olympus repair center bench tested the device for more than 4 hours and were unable to reproduce the e226 error code (except on error history). However, a damaged front socket was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error e226 and e216 might have occurred due to the damaged socket which caused contact failure and a scope communication error temporarily occurred between scopes. The event can be detected/prevented by following the instructions for use which state: 10.2 troubleshooting guide. Code: e226. Error message: scope communication error. Possible cause: the communication between the endoscope and video system center has failed. Solution: immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor field performance for this device.